Event description:
It was reported that the device did not heat up and the temperature symbol lit up. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Initial reporter phone number: (B)(6). Investigation summary: the affected device was returned for evaluation in medium condition with small wears and tears. The device was unpacked, tank was filled with water and a disposable was attached. After the start button was pressed, the pump was not working, but the temp was increasing. The disposable was removed and the microswitch was pressed to release the air and to check if the pump was working. After the air was released, the device was fully functional again, and the temp was stable and in the range. The customer's reported issue was replicated and confirmed, and the root cause was the air in the system. For safety reasons it was decided to replace the pump, and a cost estimate was created. The tank cover, o-rings, and tank gasket also needed replacement. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.